Event description:
Dr alleges that the radiopaque marker slid up the sheath. The vessel was not dilated to 12f. Retrieval of the filter was successful.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The catheter was evaluated. The marker band was located on the shaft 92 mm from the distal tip. There was evidence on the shaft that the marker band was properly placed at one time. There was also evidence on the shaft and the tip that there was excessive force applied to the device. This may be related to the user report that the vessel was only dilated to 7-9f.